Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer became aware of allegations, that a dreamstation bipap st30 was returned to a third-party service center. There were no particles visualized during the device evaluation.. There were technical findings like corrosion in device and scratched ui panel. There was no report of patient harm or injury. The suspected device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.